Manufacturer narrative:
The lens was not returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Negative dysphotopsia (dark shadow in the temporal periphery) has multifactorial etiology: type and design of intraocular lens (iol), anatomical features and dimensions of the eye, pupil size, angle kappa, relationship of the optic to the anterior capsule, and the position of the optic/haptic junction of the iol. Based on the information provided, a definitive root cause cannot be determined. No corrective action is necessary at this time. If additional information is received, a follow up report will be submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted approximately seven months post-implant due to visual distance disturbance. The lens was replaced with a different model and diopter due to negative temporal dysphotopsia. The original procedure (phaco only) did not have any complications. The incision size was 2.5mm , with no enlarged incision. The iol optic was clear and free of debris/deposits. The orientation of the lens did not change. The patient did notice a decrease in their vision. In the physician¿s opinion the most likely cause was lens edge effect. The patent's current prognosis is good. Dysphotopsia is no longer present.

Manufacturer narrative:
The intraocular lens (iol) was returned wrapped in a wet piece of foam that is inside a plastic bio-hazard bag. The original packaging was not returned, and the part number and serial number cannot be verified or determined; however, the lens does have the appearance of the reported lens. The lens was found to be in two pieces, as the optic had been cut or torn in half. One haptic was attached to each piece of the optic and neither haptics appeared to be damaged. There was a cloudy white substance all over the lens optic and haptics. The source of the cloudy white substance was not determined and the piece of foam that the lens was wrapped in was wet with an unknown substance, which may or may not have been a contributing factor to the cloudy white areas that were visible on the lens. The cause of the damage cannot be determined. Etiology of negative dysphotopisa, remains unclear. Significant negative dysphotopsia symptoms have been reported with virtually all iol materials. While the incidence appears to be more significant with square-edged, high-refractive-index iols, the symptoms have been reported with iols with various optic-edge designs. Other factors that may be related include axial length, anterior chamber depth, and distance from the iris to the iol optic. Recent papers refer now to the fact the lenses implanted in the capsular bag are at higher risk than sulcus or anterior chamber positioning. Based on the information provided, a definitive root cause cannot be determined.